Event description:
It was reported that the patient presented to the hospital with an infection. Blood cultures obtained prior to extraction were negative. However, the physician suspected the presence of vegetation on one of the leads based on ultrasound findings. The right atrial (ra) and right ventricular (rv) leads were explanted and replaced with new leads. The patient remained stable throughout the procedure.